Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia and a ventral hernia. It was reported that after implant, the patient experienced recurrence, adhesions, fistula, open draining wound, pain. Post-operative patient treatment included revision surgery, excision of fistulas, medication.

Manufacturer narrative:
Additional info: a4, a5a, a5b, b5, b6, b7, (&) h6 (patient codes, ime e2402: induration) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernias. It was reported that after implant, the patient experienced recurrence, adhesions, fistula, open draining wound, pain, erythema, induration, fibrofatty cut surface, mass, (&) fistulas draining. Post-operative patient treatment included revision surgery, excision of fistulas, medication, hernia repair, (&) IV sedation.

Manufacturer narrative:
Concomitant medical products: pco9 parietex comp 3d py 9 cir no thrx1 (lot# pkj00628). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, adhesions, fistula, and open draining wound. Post-operative patient treatment included revision surgery.